Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of homechoice cassettes leaked at the connection point of the line on the cassette, further clarified as the cassette patient line. This occurred during priming of the lines. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, five companion samples were received for evaluation. A visual inspection and functional testing were performed. Both tests noted a leak at the heat seal bead on the patient line to patient connector on all five samples. The reported issue was verified. The cause of the condition was caused by the rf (radio frequency) during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.